Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
High threshold was reported. Repositioning of the atrial lead was attempted, but unsuccessful. It was noted the lead had pulled back with no slack. The lead remains in use. No patient complications have been reported as a result of this event.